Event description:
It was reported that the patient's right ventricular lead exhibited an unknown malfunction. The reported lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not provided.

Manufacturer narrative:
The reported event of unknown malfunction was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test and visual inspection of the lead did not find any anomalies except for procedural damage.